Event description:
It was reported that this patient was seen for a regular follow-up appointment where the physician noted a significant decrease in the battery longevity of this implantable device. It was stated that the remaining battery had decreased from 4 years to 1.5 years between regular appointments. The battery power consumption was also noted to be 202%. Boston scientific technical services was contacted and confirmed the device was exhibiting premature battery depletion. It was recommended to surgically explant and replace within 90 days. At this time, the device remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this patient was seen for a regular follow-up appointment where the physician noted a significant decrease in the battery longevity of this implantable device. It was stated that the remaining battery had decreased from 4 years to 1.5 years between regular appointments. The battery power consumption was also noted to be 202%. Boston scientific technical services was contacted and confirmed the device was exhibiting premature battery depletion. It was recommended to surgically explant and replace within 90 days. The device was subsequently explanted and replaced to resolve the event. No additional adverse effects were reported. The device was received for analysis.

Event description:
It was reported that this patient was seen for a regular follow-up appointment where the physician noted a significant decrease in the battery longevity of this implantable device. It was stated that the remaining battery had decreased from 4 years to 1.5 years between regular appointments. The battery power consumption was also noted to be 202%. Boston scientific technical services was contacted and confirmed the device was exhibiting premature battery depletion. It was recommended to surgically explant and replace within 90 days. The device was subsequently explanted and replaced to resolve the event. No additional adverse effects were reported. The device was received for analysis and pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.